Event description:
It was reported that during an abdominal aneurysm repair procedure, there was noticeable oozing of blood through the graft wall. The procedure was completed with this device and the device remained implanted in the patient. The amount of blood loss was not measured. The patient's post operative condition was reported to be good.

Manufacturer narrative:
A product has not been returned for our evaluation, therefore, a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. No further corrective action is planned at this time. We will however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Note: should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. (The ID number is a00172884).